Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised they tried to change their infusion set however they were unable to get past the load reservoir step as the insulin pump continued to push the piston. Customer did not receive the complete status with the next highlighted screen when asked to hold down the load button during the load reservoir process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump primed properly. No prime/fill anomaly noted during testing. Pump received with scratched case, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.